Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error detected alarm and customer also reported multiple replace battery without low battery. Customer's blood glucose value was 70 mg/dl at the time of the incident. Customer was advised not to use the pump and revert to back up plan as per his health care professional instruction till replacement received. Device will return for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, sleep current test, active current test and self test. Unexpected battery power loss not confirmed. No power error or post-reset ram crc alarm noted during testing. Power error not confirmed. Post-reset ram crc alarm not confirmed. (B)(4).